Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent. The patient was hospitalized for the bacterial peritonitis event. The cause of the peritonitis was reported to be due to an unspecified bacterial infection. Beginning on the day hospitalization started, the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the bacterial peritonitis event. Four days after hospitalization began, the patient was treated with a combination of cefoperazone and sulbactam intravenously (dosage, frequency, and duration not reported) for the bacterial peritonitis event. Five days after hospitalization began, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the bacterial peritonitis event. Antibiotic treatment was ongoing. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was not recovered from the bacterial peritonitis. No additional information is available.